Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.120.022, lot: l808213, manufacturing site: (B)(4), release to warehouse date: may 9, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the handle for percutaneous threaded drill guides (p/n: 03.120.022, lot number: l808213) was received at us customer quality (cq). Visual inspection of the complaint device showed the threads on the tip are stripped (damaged), causing the device to be unable to assemble to mating devices. Functional test: a functional assessment was unable to be performed since a mating device was not returned. However, given the received condition of the device, the condition can be replicated. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: current and manufactured was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the threads are stripped, causing the unable to assemble complaint condition. No root cause could definitively be determined for the reported complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an open reduction internal fixation (orif) of a distal femur fracture the 4.5mm variable angle locking compression plate condylar system was used. During the operation the connecting bolt for the percutaneous outrigger failed to attach to the 4.5mm variable angle locking compression plate curved condylar plate/14 hole/301mm/right. There were no issues with attachment to any other length plate in the system and a second instrument set opened during the case produced the same result. The 14 hole plate was used without the outrigger, causing minimal delay, but greatly increasing surgical difficulty. Additionally, the handle for percutaneous threaded drill guides would properly attach to the drill guides. This was remedied with minimal delay through the use of the second instrument set. There was a surgical delay of twenty (20) minutes. Procedure was successfully completed. There is no patient consequence reported. This report is for one (1) handle for percutaneous threaded drill guides. This is report 2 of 4 for (B)(4).